Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the inspiratory electronics pcb. Covidien was not authorized to service the device. The customer inspected the device and could not duplicate the reported failure. The unit passed extended self testing.